Event description:
The pt used the suspect device to check their blood glucose and the result was hi. Pt took additonal insulin due to the result. Pt passed out about 1 1/2 hrs later and was taken to the hospital. The hospital checked their blood glucose on their meter and the result was 17mg/dl. Pt was given glucose.